Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was not used during the procedure as it failed to reach the heart. Another lead was used. No further information was available.

Event description:
New information received notes that the physician dropped the lead.